Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was under delivering. The customer blood glucose level was 202 mg/dl at the time of incident and the current blood glucose level was 184 mg/dl. Customers other blood glucose value was 150 mg/dl, 328 mg/dl and 188 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump, syringe and manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer alleges that the insulin pump was under delivering because the customer was already changed the set. Customer reports they did contact their healthcare professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The device will be returned for analysis.